Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, there were no foam particles found in the device. The device failed functional testing relating to positive flow verification. The software was upgraded to address the issue. The service technician states that the device also failed the following not-reportable repair test steps: new porting block, sd card to ship, time out event log error, debug log, and reset operational hours. The device passed final testing.